Event description:
It was reported that on literature review "acromial cupping with lodged bioinductive collagen implant following rotator cuff repair", 1 patient had a regenten bioinductive implant migration after a rotator cuff repair surgery using a a regeneten bioinductive implant and 8 staples. Event was noticed in an MRI at 6 months follow up. Patient was asymptomatic with no functional limitations and the event was resolved with conservative management. At 12 months follow up the patient presented symmetrical strength and full range of motion with no pain. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Dx.doi.org/10.2106/jbjs.cc.25.00076. H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: corrected data: d3 and section g: contact office. This report was inadvertently submitted under manufacturer report number 1219602, correct manufacturer report number is 3003604053.